Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the brake caster needed adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2008-2010. It is unknown if the facility performed any other preventative maintenance on this bed. The account adjusted the brake casters to resolve the issue. Based on this information, no further action is required.